Event description:
Same case as: 2134265-2013-08546, 2134265-2013-08535. It was reported that the motor drive unit (mdu) automatic pullback failure occurred. During a percutaneous coronary intervention (pci), it was noted that the automatic pullback function of the mdu stopped in the middle of the procedure and was not pulling back any further. Manual pullback was attempted once and the procedure was successfully completed. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).